Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on the available information, a definitive cause for the reported tissue damage could not be determined. Although, a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined; there is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3. One clip was successfully deployed without issue. The second clip delivery system (cds) was advanced and placed on the valve. The clip was repositioned and pulled back to the left atrium (la) as the physician suspected a chordal rupture of the posterior mitral leaflet (pml). The clip was able to be deployed successfully, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.